Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted he encountered the external oblique aponeurosis, which had become fused to the underside of the fibrous mesh material. Once this was opened, he encountered a large, thick piece of mesh that he carefully dissected from the surrounding tissue, as it was partially plastered to the spermatic cord. The remaining bulk of the mesh was then excised from the cord and surrounding tissues, leaving a small remnant near the pubic tubercle. Excision of the mesh would have required an orchiectomy due to its dense adherence. Both the ilioinguinal nerve and the genital branch of the genital femoral nerve were excised as part of the procedure. It was reported that the patient underwent partial removal surgery on (B)(6) 2019 during which the surgeon noted a piece of mesh had adhered to the small bowel, creating a bowel obstruction. This mesh was excised from the small bowel without further complication. It was reported that the patient experienced chronic groin pain, bowel obstruction and neurectomy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.